Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for high impedance and multiple short v-v counts. The pace/sense portion of the lead was fractured. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed svc defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. The exposed rv defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing of the lead was extrinsically breached due to melting, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage, the lead segments that were returned were thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find the explanation for "high impedance and multiple short v-v counts" described in the event. Results for all electrical testing were within specified parameters. Although the lead was returned with explant damage, no other anomalies were discovered regarding the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.